Manufacturer narrative:
.

Event description:
The customer reported the ventilator failed during power on self test due to post timer/24v failure. The customer reported there was no patient involvement.